Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler aspirated a blood clot in well position a6 and pipetted the same clot in well position b6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-04832-09.